Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and it was observed that the transmitter had no voltage. The shared data log was reviewed and a low transmitter battery alert was seen. The reported event of low transmitter battery error message was confirmed. The root cause could not be determined. Based on the findings, this issue has been upgraded from non-reportable to reportable.